Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation per specifications and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump has a bent cannula. Customer's blood glucose reading was 400 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.